Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 210 mm. Vessel and aneurysm morphology are unknown. The patient was reported to be very sick and had a history of coronary artery disease and chronic obstructive pulmonary disease. It was reported that the physician stated that they had a perfect result at the time of implant. It was reported that the patient expired on an unknown date and no autopsy was done. No further information is available at this time and the cause of death is undetermined.